Manufacturer narrative:
The event occurred in (B)(6).while this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
Caller reported experiencing too high blood glucose levels for two weeks. Caller stated she bolused via pump; noticed the self-adhesive was wet and she could smell insulin. Caller reported she changed the headset and found the cannula was bent. No adverse event reported. Requested return of the alleged device for evaluation.